Event description:
It was reported that the patient was experiencing more intense stimulation in the legs and noticed that the stimulation was not in the same areas as it was before. Lead migration was determined thru fluoroscopy. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted linear leads were not returned due to hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).